Event description:
The following information was provided: pt. Reported; revision scheduled for (B)(6) 2026 to replace tray with broken pin. Left knee: pt. Initially reported; I had a stryker scorpio knee implant approximately I guess it's close to 16 years old now it may be a little less I don't have exact date. After five years the pin broke and they had to go back in and they were going to put a new style tray in where the pin had broke on the one that I got but the pin broke on it and the new style tray they couldn't get the slag out they had to put the same style tray back in. On (B)(6) 2026 I noticed that it keeps jumping out every time I sit down. Pt. Also mentioned that after the revision on (B)(6) 2015 they were told there was a recall with the tray.